Event description:
It was reported that the pull ring cap on the tubing of the homechoice cassette was ¿loose and dropped.¿ this occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation. Visual inspection was performed and the blue pull ring caps were not position onto the patient connectors and the caps were loose inside the pouches. There was no visual evidence of damage to the caps or the patient connectors. The reported condition was verified. The cause of the condition could not be determined, however, it possibly occurred during the packaging process or transporting of the products. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.